Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was providing incorrect blood pressure readings and was found during preventative maintenance. The blood pressure is not the normal reading of 120 over 80 . Instead the reading would be 110 over 84. Nihon kohden technical support has contacted them to troubleshoot this issue, but the customer has been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was providing incorrect blood pressure readings and was found during preventative maintenance. The blood pressure is not the normal reading of 120 over 80 . Instead the reading would be 110 over 84. Nihon kohden technical support has contacted them to troubleshooting this issue, but the customer has been unresponsive. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was providing incorrect blood pressure readings. The issue was found during preventative maintenance. No patient harm or injury was reported. Investigation summary: as the device was not returned for evaluation, a root cause cannot be determined. No further issues have been reported with the device. Possible root causes could be related to the use error, use of unspecified equipment, or device failure. The customer failed to respond to nihon kohden tech support follow-up attempts to provide preventative maintenance information.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was providing incorrect blood pressure readings and was found during preventative maintenance. The blood pressure is not the normal reading of 120 over 80 . Instead the reading would be 110 over 84. Nihon kohden technical support has contacted them to troubleshoot this issue, but the customer has been unresponsive. No patient harm reported.